Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the buttons were not responding on the customer's insulin pump. The customer was advised to discontinue use of the pump and revert to a back-up plan. The customer's blood glucose level was 105 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with no button response due to unlocked lcd keypad connector. The insulin pump was unable to perform the displacement test due to no button response. The insulin pump was received with cracked reservoir tube lip, cracked case on the display window corner, minor scratches on lcd window and scratched reservoir tube window.